Event description:
During an ami intervention, an eagle eye gold ivus catheter was inserted over a terumo runthrough guidewire to image a mixed plaque lesion. While imaging, the eeg became stuck with the guidewire requiring the catheter and guidewire to be removed from the patient together as a single unit. Use of this catheter was discontinued and a second catheter was used to successfully complete the procedure. There were no adverse events and the patient was released from the hospital as originally scheduled.

Manufacturer narrative:
(B)(4). The complaint device was not yet returned to the manufacturer so a device evaluation has not yet been performed. The manufacturing documentation for this device was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. To date, no other complaints have been reported for this failure mode within this lot. There was no evidence to suggest the device was not manufactured to specifications. If additional information becomes available at a later date, an updated report will be submitted.